Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 - 50 mg/dl, due to needing a settings adjustment. Low bg was addressed by consuming carbohydrates. Reportedly, customer consulted their healthcare provider who assisted in correcting settings.